Manufacturer narrative:
This report summarizes the results of our investigation of all 2026 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 25 electrical problem identified, 129 open circuit, 19 wear problem, 31 hardware timing problem identified, 99 no device problem found, 200 environmental humidity problem identified, 1 assembly problem identified, 185 deformation problem, 649 no findings available, 1 assembly problem identified, 678 results pending completion of investigation, 5 fatigue problem, and 5 fracture problem. And, the evaluation conclusion codes events were: 1 manufacturing deficiency, 154 cause trace to manufacturing, 196 unintended use error caused or contributed to event, 1426 no problem detected, and 249 cause cannot be traced to device.

Event description:
This report summarizes 1949 reported events (516 initial reports and 1433 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 4 years to 93 years. Patient weight ranged from 31 lbs to 420 lbs. Patient gender was 47.7% male and 52.3% female for these reported events. 1343 events were associated with button error alarm/keypad unresponsive, 555 events were associated with motor error alarm and 51 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 1846 no consequences or impact to patient, 97 hyperglycemia, 7 hypoglycemia, 1 skin erosion. The following device problem codes were reported: 4 visual prompts will not clear, 4 premature discharge of battery, 2 date/time-related software problem, 7 no display / image, 20 display or visual feedback problem, 621 mechanical problem, 1 failure to interrogate, 1412 device difficult to program or calibrate, 1 use of device problem, 1 communication or transmission problem, 170 obstruction of flow, 2 device displays incorrect message, 1 adverse event without identified device or use problem, 5 failure of device to self-test, 30 material integrity problem, 12 moisture or humidity problem, 144 power problem, 17 no apparent adverse event, 184 patient device interaction problem, 1 unexpected shutdown, 1 detachment of device or device component and 3 priming problem. The 1433 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.